Event description:
It was reported that after a transurethral microwave treatment (tumt) procedure, the physician confirmed his pt had developed a rectal fistula. The physician successfully completed the tumt procedure with a urologix targis control unit and targis short (2.5-3.5 cm) microwave treatment catheter. Approximately 6 weeks after the treatment, the physician diagnosed the pt with a fistula and he was immediately treated with a colostomy. No further injuries or complications were reported.

Manufacturer narrative:
The disposable devices were not returned; therefore, no direct device analysis was conducted. The treatment file from the control unit was obtained and analyzed by engineering. Results of the analysis confirm that the control unit operated properly. The catheter and (B) (4) device history records were reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures and the devices met specifications at the time of release. As no device was returned for analysis and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event.